Event description:
Hcp reported the pt has a severe form of scoliosis causing the pt to have multiple rods/pins implanted. In 2004 the pump was implanted but the catheter, due to the physical challenges with the spine, was not able to be implanted. A CT and MRI were performed to verify location for the catheter implant site. The catheter was successfully implanted the next day. At this time a resident, who did not know the pump tubing had been primed at pump implant, bolused the pt's pump. The pt was treated with respiratory and cardiac support and the pump was turned off. The pt was sleepy, but alert a few hours later. The catheter was then implanted. The infection is believed to have been caused by leaking from the pt's back (even though the incision was closed using a fat graft) and also because of the pt's elimination pad. Symptoms of the infection, which is considered meningitis, include arching, irritability, and lethargy. Cultures were taken through the sideport and tested positive for a gram negative proteus. The pt was treated with a total device system explant 7 days later. The pt was scheduled to be discharged from the hosp and will continue with IV antibiotics for an additional 4 weeks. A follow up report will be sent if additional info is received.